Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿weakness and not being able to stand up¿. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics (intraperitoneal, doses, frequencies, and durations were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Action taken with pd therapy was not reported. The patient was not retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis was further described as an infection in the peritoneal cavity. Twenty seven days after the event onset, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.